Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted. Initial reporter address exceeded the maximum allowable characters, address is as follows: (B)(6).

Event description:
The customer reported that the display is defective in the messages and signal quality locations of the monitor. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated which included functional testing. The device was turned on using batteries and various led segments on the led digits did not illuminate. During the operational testing the unit provided audible alarms and visual status indicators during alarm alert conditions. An internal inspection of the device was conducted and the unit was confirmed to have foreign contamination on the system board. Liquid was observed on top surface of the leds, which indicates potential liquid under the leds which results in various leds not illuminating. A service history record review reveals that this unit was in the field for over seven (7) years with no previous reported issues related to this reported event.